Event description:
The user reported a decrease in hearing performance with the device since 3 weeks. No accident or trauma has been reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Manufacturer narrative:
According to the currently available information, a damage to the active electrode appears likely. However to determine an exact root cause for the reported problem a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. Due to the limited information available and the lack of a full telemetry history, a specific root cause for the reported problem could not be determined.

Event description:
The user reported a decrease in hearing performance with the device since 3 weeks. No accident or trauma has been reported. The clinic wishes to proceed with re-implantation, but no date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device since 3 weeks. No accident or trauma has been reported. Re-implantation is considered.